Manufacturer narrative:
There was no property damage or user injury with this event. The top cover assembly of the film processor contains a fan and heater that operates during the drying of the film as part of the x-ray film processing. The fan creates the air flow over the heater for drying the x-ray film. The fan stopped working for unknown reasons possibly contributing to the overheating of the heater unit. The manufacturer has requested return of the fan and heater from the dental office for evaluation. The film processing unit has been repaired with a fan and heater replacement and is operational.

Event description:
The doctor stated that during operation of the dental x-ray film processor, the dryer fan stopped operating while the heater continued to operate. This resulted in the heater assembly overheating and starting on fire. The fire was localized to the film processor.